Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted baxter's technical service center regarding a check patient line alarm. The hp stated there was a lot of air in the patient line. The technical service representative (tsr) instructed the hp to end therapy and start over with new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm. The alarm was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of this alarm could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.